Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation as the device has been implanted in the patient. Without the device and/or lot information, it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.

Event description:
Affiliate reported that when connecting the proximal catheter to the valve, the connector fell from the abdomen. It was re-sterilized and placed again in the correct position.